Event description:
It was reported the implantable neurostimulator was ¿re-sited¿ 2.5 years ago. The reason for the revision was unknown. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
The manufacturing site ID was previously reported as #3007566237. Additional review indicates the correct manufacturing site ID is #3004209178.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that battery movement was the reason for the revision. This occurred in (B)(6) 2014.

Manufacturer narrative:
(B)(4).